Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter, during a lap inguinal hernia, the pediport was inserted and attempted to lock device into position. Plastic retaining parts broke off and entered patient. Plastic debris was removed from patient by surgeon. No further information available about patient available. Surgery time slightly increased due to the task of locating and extracting the plastic pieces that broke off the pediport. The device will not be returned due to being thrown out.